Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was attempted to be used during a ureteral flexible lithotripsy procedure in the ureter performed on (B)(6) 2022. During preparation, when the physician unpacked the device, it was found that the stent was fractured. The procedure was successfully completed with another polaris ultra ureteral stent. A photo of the complaint device was provided and showed that the stent shaft was broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the shaft detached. Additionally, the suture did not return only returned the positioner. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device has the shaft detached. According to the evidence, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. Therefore, most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was attempted to be used during a ureteral flexible lithotripsy procedure in the ureter performed on (B)(6), 2022. During preparation, when the physician unpacked the device, it was found that the stent was fractured. The procedure was successfully completed with another polaris ultra ureteral stent. A photo of the complaint device was provided and showed that the stent shaft was broken. There were no patient complications reported as a result of this event.